Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. During the investiagtion, cardioquip identified the water level sensor was incorrectly installed. The sensor was re-installed, passed final inspection, and is fully functional.

Event description:
Customer reports that upon unboxing the device, the unit skips the water level check portion of it's startup, and proceeds directly to self-test. The distributor inspecting the device did not add water to the device beforehand, and circulated both the main and cpg pump dry. The unit's screen began flashing, would stop function and restart the device, indicating a short of kind.

Manufacturer narrative:
Further review determined that this is a non-reportable event.

Event description:
Customer reports that upon unboxing the device, the unit skips the water level check portion of it's startup, and proceeds directly to self-test. The distributor inspecting the device did not add water to the device beforehand, and circulated both the main and cpg pump dry. The unit's screen began flashing, would stop function and restart the device, indicating a short of kind.